Manufacturer narrative:
H11: corrected information in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Https://doi.org/10.1186/s40634-022-00472-0 paper name: kamei, g., nakamae, a., ishikawa, m., nakata, k., nekomoto, a., tsuji, s., ... & adachi, n. (2022). Equivalent outcomes of acl revision with over-the-top single and double-bundle reconstruction using hamstring tendon compared to anatomical single and double-bundle reconstruction. Journal of experimental orthopaedics, 9(1), 1-7.

Event description:
It was reported that on literature review "equivalent outcomes of acl revision with over-the-top single and double-bundle reconstruction using hamstring tendon compared to anatomical single and double-bundle reconstruction", 3 patients had a reinjury (one case in so group, one in db group and one in the do group) after an aclr procedure using an endobutton-cl and an endobutton tape devices. The events were treated by a re-revision acl reconstruction respectively. Patients outcome are unknown. No further information is available.